Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a percutaneous transluminal coronary angioplasty interventional procedure. Reportedly, resistance was felt when initiating splitting of the sheath and the sheath did not split at all. In accordance with the instructions for use, the safety release mechanism was used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. The physician is reported to be trained in the use of the proglide device. No additional information was provided. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after a percutaneous transluminal coronary angioplasty interventional procedure. The physician is reported to be trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the starclose se device did not match the complaint as stated. The complaint indicated thumb advancer deployment and sheath splitting could not be performed. The returned device was received fully clip deployed with a fully slit sheath and was not in the safety release activated state. There were no detected external anomalies. Internal handle parts were undamaged and in their proper post clip deployed positions with no anomaly detected. There was no detected obstruction to prevent the activation of the safety release mechanism. The vessel locator revealed an intact pusher body joint with four broken vessel locator wings (vlw). All vlw material was returned and all attachment points were secure. Damaged vlws can be caused by numerous factors including but not limited to manufacturing, user technique and anatomy. During manufacture, the lot is visually inspected for proper vlw manufacture, deployment and retraction. Samplings of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. Based on the investigation of the returned device there was no product lot quality deficiency and the cause for the returned devices damaged vlw could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.